Manufacturer narrative:
Concomitant product(s): d314drg ICD, implanted: (B)(6) 2013. This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient received multiple shocks for episodes and there was a lead integrity alert for high rate non-sustained episodes and high sensing integrity count. A review of the electrogram suggested the right ventricular (rv) lead and atrial lead did not appear to be functioning normally. When a phone call was placed to the patient a family member stated the patient is deceased. A request for additional information was made and it was learned the patient was unable to recover from ventricular fibrillation and the physician did not associate the over-sensing as causing or contributing to the death.